Event description:
It was reported that during a breast biopsy, the tip of marker sheared off. There were no patient consequences reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.